Event description:
This pt came to our emergency department after a serious allergic reaction to medication at home. She required intubation due to angioedema, but was breathing on her own with wall oxygen. She then urgently required suctioning. The respiratory therapy tech used a kimberly-clark "closed suction system for adults t-piece" - to assemble the system, and forgot to remove the cap. The pt was unable to breathe on her own at this point. The crna was called, who immediately disconnected all tubing and bagged the pt. The pt was placed on a ventilator, and required a chest tube due to pneumothorax, and required several additional days in the hospital. The pt recovered completely. This particular piece of tubing should only be used with a ventilator. Diagnosis or reaction for use: suctioning of intubated pt. Event abated after use stopped or dose reduced? Yes.